Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle flash meter. The customer obtained readings of 123, 203, 85, 106, 335 and 95 mg/dl within a ten minute timeframe. When plotting each value against the average on a parkes error grid one result falls in the 'c' zone showing the difference to be clinically significant.